Manufacturer narrative:
(B)(4).

Event description:
A sprinter legend balloon dilation catheter was being used to pre-dilate a moderately tortuous lesion in the ostium of the rca. The device was removed from packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. No difficulties were noted when removing the protective sheath/packaging stylette from the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. It is reported that during balloon inflation, the balloon only partially inflated. It was also reported that the device would not deflate at the lesion site. Deflation difficulties were noted not after the first inflation, but after a subsequent inflation of the balloon. It was also indicated that a burst/leak may have occurred. The device was removed without issue. The indeflator was replaced and a non mdt nc balloon was used to complete the procedure. There was no patient injury reported.